Manufacturer narrative:
This supplemental correction #1 for MDR 2112667-2024-00787 is being filed to correct the incident date from 01/15/2023 to 01/15/2024.

Event description:
It was reported that there was a malfunction resulting in a power failure. There was no patient injury.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The on/off switch was replaced to resolve the issue. Block a: patient information could not be obtained due to country privacy laws. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Manufacturer narrative:
This supplemental correction #1 for MDR 2112667-2024-00488 is being filed to correct the block b3 incident date from (B)(6) 2023 to (B)(6) 2024.